Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed for button error. Blood glucose was 218 mg/dl. Reporter mentioned that the insulin pump was not exposed to moisture. Advised to reset insulin pump for 2 hours and insert battery. Sending out of warranty document. Nothing further reported.